Event description:
The trach head cracked on one (1) size 8fen, tracheostomy tube. The 8fen device was in use approximately seven (7) days when the problem was detected. Patient's 8fen device is frequently connected and disconnected to various adaptors and connectors for multiple respiratory treatments as well as suctioning 25 to 35 times/day. Patient has reported that devices are cleaned in full strength h2o2 which is contraindicated on device labeled instructions for use. Patient has been sent the tracheostomy tube adult home care guide and video to review. There was one (1) patient involved with no reported patient compromise. The 8fen device is reportedly available to be returned to the manufacturer for identification, analysis and investigation. As of the date of this submission the device has not been received by the manufacturer.